Event description:
It was reported taht the system 2800 uroview locked up during a procedure and needed to be reinitialized. The system displayed the error code 060. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an investigation. It was verified that error 060 refers to a defective hand control. The hand control was replaced and the error code was corrected. The system was tested and found to be working as intended and placed back into service.